Manufacturer narrative:
The device has not been received for analysis. If device is returned, analysis of the complaint device is completed and if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited, loss of capture, pacing rate not a expected, high out of range pacing impedance, high thresholds all due to a lead damage. No additional adverse patient effects were reported.